Event description:
The customer contacted stryker to report that their device power button only function intermittently. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The cause of the reported issue was isolated to the main keypad control panel, and replaced it to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.